Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced (2) batteries, completed preventative maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
During service/test by the getinge field service engineer (fse), it was discovered that the intra-aortic balloon pump (iabp) batteries did not meet 2-hour battery run time. There was no patient involvement, thus no adverse event was reported.